Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient experienced recurrent pain, erosion, infection, bleeding, dyspareunia, urinary problems and organ perforation post implantation. It was reported that due to recurrent urinary tract infection, mesh erosion, and urethral foreign body, the patient had excision of urethral and vaginal mesh on (B)(6) 2012. (B)(4) ¿ dyspareunia; urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence and symptomatic cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, urge incontinence, urinary frequency and burning while voiding.

Manufacturer narrative:
It was reported that the patient died, but no date has been provided.